Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The patient was not hospitalized for the peritonitis. The cause of the peritonitis was unknown. Beginning on an unreported date, the patient was treated with maxipime intraperitoneally with a dwell time of six hours to complete twenty-seven days after the initial receipt of this report (dosage and specific duration not reported) for the peritonitis. Dianeal therapies were ongoing. The patient was recovering from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). The patient was not recovered from the previously reported peritonitis event, but is still recovering. The previously reported peritonitis event has continued. Antibiotic treatment has remained ongoing since the previously reported event (it was previously reported that the antibiotic therapy would be completed). The cause of the previously reported peritonitis event was a breach in aseptic technique. The breach in aseptic technique was further described as a touch contamination. It was not reported if the patient was retrained on the proper aseptic technique. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.